Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found severed from the terminal pin, two segments were returned, a terminal end segment and a tip segment. All filars appear cut. A segment of the lead and insulation are missing from the mid-body section of the lead. There are cuts, tears, and puncture holes noted in the lead insulation, tip segment. Stretched conductor coils are noted on the tip segment of the lead. Tissue with calcification is noted on the distal spring electrode. The high pacing thresholds could not be confirmed by analysis of the lead segments returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead showed high pacing thresholds and decreasing sensing amplitude, for that reason the lead was explanted. No additional adverse patient effects were reported.